Event description:
It was reported via repair work order that the side rail could unlatch during use due to missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the side rail could not remain latched. This was reported in error. Upon completion of the manufacturer's investigation, it was determined that the side rail could remain latched and could also be unlatched if needed.

Event description:
It was reported via repair work order that the side rail could unlatch during use due to missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.